Event description:
On (B)(6) 2012, a fax was received from the patient's physician. The fax indicated that there was no connection of the event to vns: the patient had a family issue. The patient's settings, normal mode diagnostics, and system diagnostics from (B)(6) 2012 were provided. A blc was performed on (B)(6) 2012, with results of 3.66 years remaining.

Event description:
On (B)(6) 2012, additional documentation was received dated (B)(6) 2012. Documentation indicated that the patient had one very serious suicidal gesture/attempt in the course of observation. The event was extreme. The patient had moderate suicidal tendencies. No new information was provided.

Event description:
On (B)(6) 2012, an assessment dated (B)(6) 2012 was received regarding this vns patient. The assessment indicated that the patient made one suicidal gesture or attempt since the previous visit that was very serious in nature. There was no relationship between the patient's medications and the gesture. There was a probable relationship to the patient's mental disorder. Follow-up showed that the patient had a mild suicidal gesture in (B)(6) 2012. The patient was previously seen on (B)(6) 2012. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.